Event description:
It was reported that the customer was hospitalized on (B)(6) 2017. Customer had a blood glucose level of 400 mg/dl. Customer had diabetic ketoacidosis. Customer was off the pump for 3 days prior to the hospitalization. Customer was not sure if the pump was the issue. Customer did not have time to troubleshoot. Customer was released but had to go back to the emergency room because she still had diabetic ketoacidosis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.